Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a complete lead with no anomalies to the lead tip. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of product dislodgement.

Event description:
It was reported that this left ventricular lead had dislodged. The dislodgement was attributed to poor fixation at implant, approximately five months earlier. During surgical intervention, the lead was replaced and returned for analysis. No resulting adverse patient effects were reported.